Manufacturer narrative:
No system performance information was provided by the customer. Service was on site on (B)(4) 2011. The field service engineer (fse) found the waste transfer peri-pump tubing was leaking, and replaced the tubing. The fse verified repair per established procedures. Hardware was the root cause of this event.

Event description:
A customer contacted beckman coulter, inc. (Bci) to report a leak coming from unicel dxi 800 access immunoassay system. The customer stated there is an exposure policy in place at the facility. The customer was advised not to use this instrument. The customer stated that no one came in contact with the fluid and there was no injury or exposure to the fluid.